Event description:
It was further reported that more critical battery alarms were exhibited by the controller and all alarms were associated with port two. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that more critical battery alarms were exhibited by the controller and all alarms were associated with port two. The controller was exchanged. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 31-may-2018, serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 31-may-2017. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035. H6: FDA device code(s): a1601. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16 .investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four batteries were returned for evaluation. Two (2) batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within power port one (1). Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the power port can be attributed to the handing of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to envir onmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Of note, all of the communication errors involved batteries connected to power port two (2). As a result, the reported critical battery alarms and communication error events were confirmed. The reported power disconnect alarm could not be confirmed; however, the observed communication error is likely related to the reported power disconnect alarm event. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence the lubrication servicing had been performed on the batteries (B)(6). The most likely root cause of critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07, c15 h6: FDA conclusion code(s): d02, d01, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: (B)(6) 2018, serial # (B)(4), UDI #: (B)(4). Yes, return date: (B)(6) 2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, return date: (B)(6) 2021. Mfg date: 28-feb-2017, no. Patient ime code(s): (B)(4). Imf code(s): (B)(4). Img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21, FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: (B)(6) 2019, serial # (B)(4) UDI #: (B)(4). Yes, return date: (B)(6) 2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, return date: (B)(6) 2021. Mfg date: 10-oct-2018, no. Patient ime code(s): (B)(4). Imf code(s): (B)(4), img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21, FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-march-2019 / serial # (B)(4), UDI #: (B)(4), no. No, device evaluation anticipated, but not yet begun. Mfg date: 31-march-2018, no. Patient ime code(s): (B)(4). Imf code(s): (B)(4). Img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21, FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: (B)(6) 2019 / serial #(B)(4) UDI #: (B)(4). Yes, return date: (B)(6) 2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: (B)(6) 2018, no. Patient ime code(s): (B)(4). Imf code(s): (B)(4). Img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: (B)(6) 2019 / serial # (B)(4) UDI #:(B)(4). Yes, return date: (B)(6) 2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: (B)(6) 2018, no. Patient ime code(s): (B)(4), imf code(s): f26, img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21. FDA conclusion code(s): d16. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six batteries exhibited communication errors associated with power disconnect alarms. It was further reported that some of those batteries had critical battery alarms. Four batteries were exchanged, and two batteries remain in use. No patient complications have been reported as a result of this event.